Event description:
The facility reports while transferring the resident from the bed to the wheelchair, the right leg strap came off the lift hook and the resident's upper body fell to the floor. Patient hit their head on the floor.